Event description:
It was reported that a home patient (hp) experienced a leak during therapy with a homechoice automated pd set with cassette. The patient was not connected at the time of the event. The care giver (cg) indicated that the hp did not connect after noticing the leak. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.